Event description:
It was reported the patient was complaining of increased spasticity and their doctor could not aspirate through the side port. During the surgery, the doctor could not find any obvious problems with the existing catheter. They went ahead and replaced the catheter with a new 8781. The original catheter was placed in the ventricle. The patient¿s status at the time of the report was alive and with no injury.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted:(B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: catheter.

Event description:
Correction - the medication used within the system was baclofen.